Manufacturer narrative:
Analysis and results: after three attempts to get information regarding the batch number, no response has been received. Without batch number the batch manufacturing records cannot be reviewed. Without closed samples and/or defective samples a proper analysis cannot be performed. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle and thread had come loose when the package was opened.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.